Event description:
The following was reported to davol by the pt's atty: on (B)(6) 2010 the pt was implanted with a bard/davol flat mesh during a laparoscopic presacral rectopexy procedure for the treatment of complete rectal prolapse. The mesh was fixated into place with dissolvable endotacks. The atty alleges the pt suffered pain, infection, recurrence, and bleeding.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure. We have contacted the initial reporter to request additional info. The pt's legal fact sheet claims the pt was treated for infection. With regards to infection, the warning section of the instructions for use states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If additional event and/or eval info is obtained, a follow up MDR will be submitted.